Manufacturer narrative:
Although requested, device was not returned for evaluation. The device history record (DHR) review, did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information provided, a root cause could not be determined.

Event description:
It was reported that patient experienced decreased vision in the right eye explained as ¿looking through a mirror in the funhouse". Examination revealed the lens had dislocated. The iol was removed approximately one month after original implantation and replaced with another iol of a different model. In the surgeon¿s opinion, the likely cause of the event was a dislocated lens. The patients outcome is reported to be good one day post-op.